Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was trying to change her infusion set and she received a no delivery alarm. Customer stated that the insulin did not exit. Customer was advised to try a new reservoir with the current set. Customer stated that the pump did not alarm no delivery. Customer was advised that changed the reservoir resolved the issue. Customer was also advised to return the reservoir. Customer mentioned that there was a leak at the insulin vial and she was able to stop it.